Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog # unknown, lot # unknown; all poly patella, catalog # 00597206529, lot # 61907319; nexgen distal femoral augment block, catalog # 00599003410, lot # 61849909; nexgen stem extension straight, catalog # 00598801012, lot # 61888188; nexgen femoral component, catalog # 00599401492, lot # 61815382. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-03958.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty due to failure of the screw holding the articular surface in place; the screw fractured in the tibial stem which also led to additional time taken to remove the stem.

Manufacturer narrative:
Reported event was confirmed by reviewing medical records received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.